Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- interventional radiologist lab manager / radiology technician. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was deployed by the vascular surgeon in the right common femoral artery (cfa) at the end of the left lower extremity (lle). Hemostasis was not achieved with the 6fr vip angio-seal device. The vascular surgeon got access on the left common femoral artery (lcfa) and went over the bifurcation and placed a viabhan self-expanding stent graft over the right common femoral artery (rcfa). The patient was discharged the following day. Patient condition stable. Additional information was received on 04may2021. A 6fr procedural sheath was used. Hemostasis was completed with the covered stent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure mode that the user experienced as the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.